Event description:
It was reported that the patient's recharger would not couple well due to the battery implantation depth, leading to an inability to recharge. Impedance values were all within normal limits. A pocket revision took place on (B)(6) 2011 to make the battery more superficial in order for recharger to be able to read battery. The patient had a post-operation appointment scheduled for (B)(6) 2012, but that had been rescheduled. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Recharger: model 37752, serial# (B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Antenna: model 37092, lot# 269560001. Programmer: model 37743, serial# (B)(4).